Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 420 mg/dl at the time of the event and also reported that the pump error alarm. Current blood glucose was unknown. The customer was treated with an insulin pump. Troubleshooting was performed. The auto mode feature was active at the time of the event. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The customer cleared the alarm, rewind the pump and the displacement test successfully passed. The customer will discontinue using the device. The device will be returned for product analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section b5 and h6 under health effect - clinical code : 1970 and medical device problem code: 2929, 2182 with this report.

Event description:
Missed/corrected description: it was also reported that the customer alleged insulin pump was under delivering as it was damaged due to walking in an MRI room. Customer reported symptoms for high blood glucose such as nausea.

Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. Thump and carelink software was utilized and downloaded trace/history files properly. No pump error 130 alarm found in the pump history file/trace on the event date (B)(6) 2022. In further full review of the pump history on the event date of (B)(6) 2022, there is no unexpected alarms/suspends and the bolus deliveries that the customer manually programmed not recorded. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.88 mv). Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken belt clip rails, cracked case along the side of the battery tube and cracked select button keypad overlay. In summary, pump passed all required testing. Unable to verify customer complaint for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump under delivery was not confirmed. Exposed to magnetic field or MRI not confirmed. Pump error 130 alarm was not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.